Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple sensor discrepancies. The insulin pump would suspend delivery when their blood glucose is not low. The customer¿s sensor glucose reading from the reported event was 41 mg/dl while their blood glucose reading was 115 mg/dl. The customer also reported they had a sensor glucose reading of 42 mg/dl when their blood glucose was 123 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor will not be returned for analysis.